Manufacturer narrative:
No button response due to corroded keypad traces. No button error alarms noted. Unable to perform displacement, prime/delivery, basic occlusion, occlusion and no delivery tests due to no button response. Unit had scratched lcd window. (B)(4). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that customer received excessive button error alarms. Buttons were not pressed longer than 3 minutes. Customer's blood glucose was 268 mg/dl. Insulin pump would need to be replaced.